Event description:
The customer reported that the 9600 sys would not fluoro. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. All video connections were repaired including the power connection to the ccd camera. The sys was tested and is now operating as intended.